Event description:
Report received af an underdelivery. During routine preventative maintenance testing by user facility, the device reportedly underdelivered, the device was programmed to deliver at a rate of 900ml/hr; however, the customer reported that the device was only delivering at a rate of 740ml/hr. No further programming parameters were provided. The customer reported there was no pt involvement.